Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient identifier, age, weight, ethnicity and race was not provided for reporting. This report is for unknown listerine floss. Upc#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A female consumer reported that while flossing with the listerine dental floss it kept breaking and got caught in her teeth. The consumer had to go to her dentist to remove the floss that she was unable to do herself. The issue has resolved.